Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. All buttons functioned properly. However, moisture damage was noted on the keypad trace during visual inspection. No button error alarm was noted. The insulin pump had a cracked case on the lcd display window corners. The insulin pump also had a missing end cap sticker.